Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that the device stopped working after blood was collected from the patient during a procedure. It is unknown how much blood was collected but the patient did not require any additional blood. There was no delay, no medical intervention, and no adverse consequences.